Event description:
The patient's father (reporter) contacted animas to report air bubbles in the cartridge: the reported issue started about 10 days ago. He claimed that over the last 10 days, the patient's blood glucose has gone up as high as 20 mmol/l (360 mg/dl) or higher with ketones when the patient's target is 8 mmol/l (144mg/dl). The reporter indicated that he changed the site on "sunday" and there was no air in cartridge and tubing and an hour later, there was a 1.5 inch bubble at the end of the tubing near the patient's body. The reporter stated that he is the only one that fills the cartridges (with insulin pens) and changes the site/set. The reporter stated he has met with someone at the hospital and with two local animas reps to review his technique and was told that he was using the correct techniques. The reporter also confirmed with the anima rep that room temperature insulin is being used and is within expiration date. This complaint is being reported because the patient reportedly developed elevated blood glucose level with ketones after the air bubbles started to appear in the cartridge and tubing. The pump was replaced.

Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.